Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (b)(3) 2023, it was reported by a facility representative via (B)(4) that an ar-12990 knee scorpion tip broke off during use. This was discovered during an unspecified procedure, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation was not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Based on the information provided, the most likely cause of the reported failure is a user error, such as misaligned insertion, prying/leveraging, and/or applying excessive force on the device during use.